Event description:
Event description cpi received information that this implantable pulse generator (ipg) did not pace when the ventricular lead was inserted into the device header. The patient went into asystole. The physician complained that the device should pace bipolar as soon as the leads are inserted.